Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned that even though they had it in fast charging at 4, it takes 20 minutes to get to 0% to 10% and from 10% to 20%. Pt mentioned that it takes hours to charge their implant. Pt mentioned it was way different on their old ins. Pt noticed this issue a month after they have the implant. Agent reviewed charging process and best practices. Patient will monitor the issue and call back if it still persist.